Event description:
Reportedly, the surgeon was using the endostitch device, suturing it through a 1/4 penrose with difficulty when part of the needle broke off. The endostitch device was removed from the pt and the scrub nurse noted a piece of the needle was unable to be located. A new endostitch device was opened to the sterile field. An x-ray was performed prior to emergence of pt from anesthesia. The surgeon reviewed the film and requested it be read by radiologist. There was no additional info received. Procedure type: laparascopic repair of a periesophageal hernia.